Event description:
The customer's mother reported during school hours her daughter's blood glucose and insulin history is as follows. At 3:00 pm she deactivated the pod and noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.